Event description:
It was reported that the customer was hospitalized with a high blood glucose level of 576 mg/dl, cause was unknown. No injuries or permanent damage were identified, and the issue was resolved with intravenous fluids of saline and insulin. However, the customer had not been released from the hospital, and further assistance was not needed as they declined a supplies or system check, and reverted to an alternative method of insulin therapy.